Manufacturer narrative:
Evaluation: plunger.

Event description:
It was reported by service report that the fowler cylinder bad. It is unknown if there was patient involvement or if there are adverse consequences to report.